Event description:
It was reported that the patient experienced a decrease in therapeutic effect since having a pacemaker implanted. The patient reported times when he experienced tremor, lightheadedness, and dizziness. Follow-up information was received that reported the patient's neurologist had the patient turn off the implantable neurostimulator, but the symptoms persisted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7482a51 serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Product typ extension product ID 3389s-40 lot# v348020 implanted: (B)(6) 2010, explanted: na. Product typ lead. (B)(4).